Event description:
A malfunction on the pump was reported by the caller, leading to the customer's blood glucose level reaching 552 mg/dl. This high level was addressed by the customer with a correction injection via multiple daily injections (mdi), without the need for third-party assistance. The customer was unable to reset the pump despite multiple attempts, prompting technical support to assist with the process and ultimately decide to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.